Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the block the communication between the endoscope and video processor, because the water droplets or the foreign materials adhered on the contacts of the endoscope connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the endoscope and video processor was displayed at the unspecified timing. The cds technician cleaned the electrical contacts of the light source connected with the subject device. The technician stated that this phenomenon attributed to the moisture inside the endoscope, not light source. There was no patient injury associated with this report. It was not provided the other detailed information.